Event description:
It was reported that the device could not be interrogated during pre-implant testing. It subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. The device condition was identified prior to any patient involvement. Evaluation summary: pnp429205h the reported no telemetry condition was the result of an extremely low power source. The low battery voltage was the result of high leakage current internal to a capacitor.